Manufacturer narrative:
D4 UDI #: as the lot # is unknown, the UDI will consist of the primary di number only. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of micro-volume extension sets leaked from an unspecified location. The event occurred at the nicu department. There was no report of patient injury or medical intervention associated with this event. No additional information is available.